Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient with a wireless neurostimulator (wens). Information was reported that when the trial leads were placed and connected to the wens, there was high impedances and connectively was out of regulation (oor) every time the leads were wiped down and replaced in the wens. A different wens was even tried. Patient never felt paresthesia. The solution was to remove the trial leads and replace them with two other trial leads and everything worked fine. The leads were stored in a car inside a garage the night before with the temperature being 17 degrees. Troubleshooting for this event included wiping down the lead and reseating the boot several times, changing wens, changing position of lead in 0-7, then 8-15, testing one lead at a time, reposition leads, turning on stimulation to see if the patient got paresthesia, an called tech support. The issue was resolved when the trial leads were removed and replaced them with trial leads that had been in the office on the shelf out of the cold weather. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis of the lead found no evidence of anomalies. An impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed based on additional information received, this same event was reported in regulatory report 3007566237-2018-00086. All additional information will be submitted under this regulatory report. If information is provided in the future, a supplemental report will be issued.